Event description:
It was reported that the 7900 system had an error code message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock was replaced, the fuse reset, and the generator calibrated during the service call.